Event description:
Surgeon performed a rotator cuff using three each ar-1920bf in 2005. Approximately one month after, the patient fell and had to undergo a revision surgery. Surgeon noted the suture eyelets had pulled out of all anchors. He also noted they looked white and chalky. He felt degradation time was a lot quicker than it should have been. This device is used for treatment.